Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy, the tissue that was sealed by the device was stickier than what is usually seen by the surgeon. There was no bleeding noted. The scrub nurse opened a new device of the same type and successfully completed. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report: 05/17/2016. One used lf1537 device was received for evaluation, and issues were identified that would contribute to the reported issue of inadequate sealing. Visual inspection of the sample found a white residue resembling glue on the jaw surfaces and inside the tube of the device. The tube was also bent in an unusual way and components incorrectly aligned so the jaws could not be engaged for use. There was additional glue residue around the pull tube where the device would usually be welded, as if the user took apart and attempted to reassemble the device. Nothing from the manufacturing process would cause this condition, and measures are in place that would have detected these issues before release. A review of the device history records shows no potentially contributing factors to this complaint, and no trend is associated with this issue. The investigation identified the root cause of the reported event to be due to improper use by the customer. The sample shows signs of being taken apart and reassembled with glue, which indicates possible re-sterilization of this single use device. The IFU cautions users that it is a single use device; subjecting the product to reprocessing or multiple uses can potentially impact the structure and components of the device. It also states not to use the device if damaged.